Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to blood glucose. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Device not returned.